Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it was confirmed that the device did not turn on due to a misaligned turret position detection error caused by turret plate warping when the turret plate rotates. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, that the evis exera iii xenon light source would not power on. The issue occurred during preparation for use. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The subject device was returned for evaluation. And the reported issue was confirmed. Device evaluation found the turret plate was warping, and misaligned on turret rotation which caused the device to not power on. Additionally, the front panel was noted, to be damaged, front panel chassis rusted, to cover rusted, front pan bottom chassis and lamp door rusted, the switch needs to be upgraded, heavy dust and corrosion inside scope socket and socket tubing. A non-olympus lamp life meter noted, to be reading below 50 hours, light output measured within range, corrosion inside air pump tubing and the lens base found damaged. Investigation is ongoing. This report will be supplemented accordingly following investigation.